Event description:
It was reported that there was a protective cap of a lead with a twisted screw. The reporter stated that they were unable to remove it during surgery, it "almost carried the lead", it did not check impedances, and this had happened several times with the physician. It was unclear what the reporter meant by "carried the lead" or what had happened several times with the physician. It was reported that the device would be sent back, and the patient wasn't injured or adversely affected. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)